Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed the reported hypoglycemia on (B)(6) 2024. In addition, device logs showed two usual for me and two more than usual meal announcements were delivered, as well as multiple tubing fill operations were performed during the hyperglycemia that preceded the hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by increasing and decreasing insulin in response to cgm glucose values and triggering glucose and device related alerts appropriately. The hypoglycemic event was caused by the user misusing the meal announcement feature and the tubing fill operation in an attempt to correct hyperglycemia.

Event description:
On 5/6/2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event that required assistance to treat. The event occurred on 5/5/24. On 5/7/2024, a beta bionics customer care agent followed-up with the user to gather more information about the event. The user reported eating a large meal and using multiple meal announcements to address high blood glucose levels. However, they later experienced a low of 40 mg/dl for approximately 90 minutes. They used a large intake of carbohydrates to correct the low but couldn't recall the specifics. The user collapsed on the floor and briefly lost consciousness. Their husband assisted them in standing up and provided cereal for them to eat as they were unable to do so themselves.